Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).

Manufacturer narrative:
Additional information: one opened and (B)(4) unopened knife samples were received by manufacturing for evaluation. The returned open sample was examined per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed on the returned open sample due to the damaged condition of the sample. The (B)(4) unopened samples were examined per facility procedure and were determined to be visually conforming except sample number (B)(4). Product functional penetration testing was performed for all the visually conforming samples and was determined to be acceptable. Actual values ranged from 21.0 grams to 69.4 grams compared to the product specification of 75 grams maximum. Functional penetration testing was performed on unopened sample number 75 which was determined to be unacceptable with an actual penetration value of 115.5 grams. The final customer lot was identified. One component knife lot was used to make up the final lot. A device history record review was conducted. According to the device history record review, no anomaly was found. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination indicates that one additional complaint was associated with the reported lot number. The evaluation confirms the dull blade issue noted by the customer. How the returned opened blade became dull as described in the complaint cannot be determined from the evaluation. One of the 100 unopened blades was confirmed to be nonconforming and the root cause appears to be operator error during manufacturing. The visual inspection criteria are to reject any example of visual defect as exhibited on the returned sample and this was missed. Investigation photos and returned sample of the cutting instrument were reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
A doctor reported that a knife demonstrated difficulty in making the incision and did not cut properly during surgery. Patient impact information is unknown. Additional information has been requested.